Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the stapler misfired and had incomplete distal donut. The surgeon manually oversew the anastomosis to correct the issue.